Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
Information was received from nurse via a company representative (rep) regarding a patient receiving intrathecal lioresal 500 mcg/ml (dose 640 mcg/day) via an implanted pump. The lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2015, a programming error occurred; the wrong drug concentration was entered. The pump was refilled on (B)(6) 2015 with 500 mcg/ml medication when 2000 mcg/ml should have been used. The pump was updated on (B)(6) 2015 with the drug concentration information not changed and no bridge bolus programmed. Patient symptoms were not reported. The new medication did not reach the tip of the catheter yet so there was no change in or problems with therapy as a result of the programming error. The patient was there to correct the programming. They left the 500mcg/ml concentration in the pump and performed a modified bridge bolus. The patient was coming back on (B)(6) 2015 for a refill with the correct concentration and they will perform a bridge bolus at that time. The patient was doing fine and there was no change in therapy due to good timing.